Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call she has taken 2 correction boluses and his blood glucose still at 400 mg/dl. Customer stated that his blood glucose was 245 mg/dl. Customer stated that it told him to take 5 units for 532 mg/dl. Customer stated that it does not seem to be going down. Customer put on a new set this morning. Customer corrected with the pump. Customer had symptoms of high blood glucose such as dry mouth. Customer ran a manual prime and the insulin did exit the tubing. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised that replacement infusion sets and reservoirs will be sent.